Event description:
A consultant attended a vns implant surgery. A surgeon was implanting a new lead and the "strings" came off the lead when the surgeon pulled on helices to stretch it out before placing it on the nerve. The surgeon was not pulling hard. The surgeon was able to use the lead during the surgery. Initially, the surgeon thought that the lead was broken but after looking at it again, he realized that he would still be able to implant it. After the implantation of the lead, everything was fine and all diagnostic testing was within normal limits. Device history review confirmed that all items were completed and met specifications prior to distribution.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.